Manufacturer narrative:
The customer¿s report of an overinfusion of insulin was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact and dull iuis. Analysis of the pcu event shows that the pump module was powered on at 11:38 pm on (B)(6) 2018 and programmed to infuse at 7.2ml/hr with a vtbi of 70ml. The infusion continued until 11:46 pm when the device was channeled off. At 12:01 am on (B)(6) 2018, the user programmed the device to infuse at 7.2ml/hr with a vtbi of 69.996ml. One minute later, the rate was changed to 6ml/hr. At 12:08 am, a channel malfunction occurred and the user then channeled the device off. Review of the pump module error log shows the malfunction was for a sensor broken high failure (error code 240.4150.0). Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the overinfusion was not identified. The disposable sets were not returned for investigation.

Event description:
The customer stated that on (B)(6) at 0001, a patient's blood sugar was 357. Per hospital protocol, an insulin drip was started at 6 units/hr. Before administering, the dose and pump were verified by a second rn. Approximately 12-14 minutes later the pump alarmed displaying an unfamiliar error message. The nurse attempted to stop or pause the pump with no response. The tubing was clamped and the infusion was stopped. When the rn prepared to restart the drip on another channel, it was noticed that the entire 100 unit bag of insulin had been administered. The charge nurse and md were notified. The patients cbg was 311 at 0013 on (B)(6) 2018. There was no notable clinical effects, no patient harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that on (B)(6) at 0001, a patient's blood sugar was 357. Per hospital protocol, an insulin drip was started at 6 units/hr. Before administering, the dose and pump were verified by a second rn. Approximately 12-14 minutes later the pump alarmed displaying an unfamiliar error message. The nurse attempted to stop or pause the pump with no response. The tubing was clamped and the infusion was stopped. When the rn prepared to restart the drip on another channel, it was noticed that the entire 100 unit bag of insulin had been administered. The charge nurse and md were notified. The patients cbg was 311 at 0013 on (B)(6) 2018. There was no notable clinical effects, no patient harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that on (B)(6) at 0001, a patient's blood sugar was 357. Per hospital protocol, an insulin drip was started at 6 units/hr. Before administering, the dose and pump were verified by a second rn. Approximately 12-14 minutes later the pump alarmed displaying an unfamiliar error message. The nurse attempted to stop or pause the pump with no response. The tubing was clamped and the infusion was stopped. When the rn prepared to restart the drip on another channel, it was noticed that the entire 100 unit bag of insulin had been administered. The charge nurse and md were notified. The patients cbg was 311 at 0013 on (B)(6) 2018. There was no notable clinical effects, no patient harm.